Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd saf-t-intima y adp pnk 20ga x 1.0in stylet defective / damaged while canullaing the vein in slipping the guideway the end fins came off completely this is not the first time this inconvenience has happened before with such a device

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot# 2320435, assembly in suzhou plant1 on 2022.dec.13, lot quantity is (B)(6) ea review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: one picture provided to show the wing-inserter is totally drop off from ext-tubing. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to check tubing bonding status, and check the separation force between tubing and wing inserter, all of check results are within specification, refer to the attachment for retain sample test report possible cause analysis: tubing and wing inserter component dislodged reported, possible reasons for such defect are: 1. Poor bonding performance due to less or no cyclohexanone during tubing/wing-inserter manual bonding process. 2. Raw material defect from tubing or wing inserter. The manufacture process have taken below actions to prevent or monitor above possible risk: 1. 100% inspection was taken after bonding process, poor bonding status can be identified. 2. Both in-process and out-going sampling will check the separation force between tubing and wing-inserter. There is no sample to further identify the typical defect feature on the bonding location, so actual defect feature is not clear. The retained samples does not display this defect failure mode, so we could not determine the root cause.